Event description:
On (B)(6) 2010, pt reported his infusion device displayed an e4 (occlusion) while he was attempting to give himself a bolus. Verified that the infusion site and infusion tubing was changed this morning. Verified pt does not know the last time he changed the infusion adapter. Advised this should be done every 10th cartridge change. Pt reported receiving an e4 (occlusion) error while attempting to bolus 17.1 units of insulin before lunch when the 1st occlusion occurred. Pt changed out the infusion site and attempted to bolus again; received an occlusion, pt changed the site out for the 3rd time and received the occlusion. Advised pt on how to go into info and view the bolus history. Advised to check if he does not know how much went through. Advised pt he received a total of 31.6 units of insulin during his attempts to bolus. Verified pt is feeling okay. Had pt disconnect the infusion tubing from the current site and prime the tubing; was able to see insulin drip from the infusion tubing and it did not occlude. Had pt reconnect to the infusion site. On callback from pt he reported the attempted to bolus 17.9 units for dinner and infusion device displayed an e4 followed by an a8 (bolus cancelled). Pt reported he has not received an occlusion during basal delivery. Reviewed causes of occlusions. Had pt disconnect tubing from headset and perform prime; prime was successful. Had pt inset a new headset during the call and bolus remaining 4.7 units; was successful. Pt reported the headset that was removed was slightly bent. Discussed use of a longer infusion set to provide better absorption. Pt stated he had the same concern when he was on injections and stated he "had to go to a longer needle." On follow up call on (B)(6) 2010, pt reported he has used the new infusion set, had not received further occlusions and "it's working great." The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.